Event description:
(B)(6) was transported by a taxi and during the transfer from a taxi to the street (by a ramp) at school, the seat unit came loose and fell forward with the child in it. The taxi driver wanted to catch the child, but (B)(6) fell on her head and went to the hospital, where she was checked by a doctor. She was not seriously hurt.

Manufacturer narrative:
This information is also sent to the nederlands medical agency, where the incident took place.